Manufacturer narrative:
The investigation determined the issue is consistent with insufficient pre-analytic sample handling. The investigation did not identify a product problem.

Manufacturer narrative:
Electrode lot numbers and expiration dates were requested, but not provided. The investigation is ongoing. Medwatch field d2b procode: product code chl applies to the pco2, po2, and ph parameters. Other product codes associated with the cobas b 221 <6> system are cem, cds, cga, ggf, ggz, ghs, gkr, jfp, jgs, khg, and khp.

Event description:
The initial reporter stated they received discrepant po2, pco2, chco3, be, and ph results for one patient sample tested on a cobas b 221 <6> system. The sample was initially tested and repeated on (B)(6) 2026, resulting in the following values: po2 = 159.3 mmhg with a data flag for the first value and 99.8 mmhg for the repeat value pco2 = 16.1 mmhg with a data flag for the first value and 30.2 mmhg with a data flag for the repeat value. Chco3 = 12.9 mmol/l for the first value and 20.6 mmol/l for the repeat value . Be = - 6.6 mmol/l for the first value and - 2.1 mmol/l for the repeat value. Ph = 7.522 with a data flag for the first value and 7.452 with a data flag for the repeat value. Testing for the sample was repeated on (B)(6) 2026 with a shorter delay between first and repeat measurements. The following values were obtained: po2 = 162.1 mmhg with a data flag for the first value and 156.4 mmhg with a data flag for the repeat value. Pco2 = 39.0 mmhg for the first value and 38.8 mmhg for the repeat value. Chco3 = 19.3 mmol/l for the first value and 19.0 mmol/l for the repeat value . Be = - 6.2 mmol/l for the first value and - 6.7 mmol/l for the repeat value. Ph = 7.313 with a data flag for the first value and 7.308 with a data flag for the repeat value.